Manufacturer narrative:
(B)(4). G2: foreign - event occurred in india. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an anterior cruciate ligament procedure, the juggerstitch meniscal repair device misfired during deployment. The second anchor came out with the first anchor and did not deploy as intended. The malfunction occurred intra-operatively when the device did not perform as intended. Attempts have been made and no further information has been provided.